Event description:
It was reported that patient with this implantable pacemaker had heart issues and stated that the device may need to be replaced. This device remains in service. No adverse patient effects were reported.